Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03150. The pt reported experiencing burning and redness while charging her scs system. The pt also reported being burned by her scs charger. Reprogramming and following charging guidelines did not resolve the issue. The pt is working with her physician to determine the next course of action. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction: 1627487-07262012-002-r and 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.